Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was having some problems getting her recharger to charge her implant. The patient reported that she met a tech on the day prior to the report and he said her equipment was working but he suggested she get adhesive discs. The patient reported that since implant she had met with manufacturer¿s representatives (rep) several times. The patient reported that after the bandages were removed, they had a hard time getting black boxes and the next time when the staples were removed, they felt fluid beneath the incision but thought maybe it was still healing. The patient reported that on (B)(6) 2017 stimulation stopped and she called the rep on (B)(6) 2017 and met with him on (B)(6) 2017 and stimulation was still not started. The patient reported that the rep said maybe there was still swelling or he may talk to the healthcare provider, it may possibly be implanted too deep. The patient reported that the rep told her to try recharging every night, and reported trying the night prior to the report maybe 30-45 minutes and got pretty frustrated with it. The patient reported that she thought when she didn¿t have any boxes filled in black she was not charging. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that their doctor and manufacturer representatives were working with them to solve the problem and it would take time. The patient noted that the issues had not all been resolved yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were sent a new ¿piece¿ overnight, which resolved their poor coupling and recharging issues. The patient indicated that they weighed (B)(6) pounds at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that it was taking too long to recharge their implant and that they still had poor coupling. The patient usually had 4 coupling boxes and only had 6 when they were standing up. The patient's rep told them that 4 boxes might be as good as it gets and that they should recharge the ins twice a week instead of once a week. The complaint regarding the fluid at the ins site potentially causing the poor coupling was reiterated. It was noted that the patient was able to get the ins fully charged over the last couple days prior the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterating their poor coupling with recharging issue. They reported that when they charge their implant they would start with eight coupling bars and it would slowly decrease to six, then four, to two and then down to zero. The patient reported that they were not moving. They stated that they use to get four coupling bars, which was ok, but lately it had been getting worse. They stated that they had spoke with a manufacturing representative and they told the patient that four coupling bars maybe the best they will get. The patient state that they were not sure what to do anymore and that they were frustrated. Patient services reviewed with the patient that getting strong or all coupling bars depends on how the ins is positioned in the body and they were redirected to follow-up with their healthcare provider regarding their coupling bars. There were no symptoms reported. It was reported that the patient was getting only four coupling bars since they were implanted ((B)(6) 2017) and the c oupling bars dropped from eight to zero on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they've had poor coupling and loss of coupling since (B)(6) 2017. They were wondering if atmospheric conditions could interfere with recharging. They were reporting that the 1st week of implant, they had no pain because they had a new and fully charged ins. But because the ins battery depleted, they had a return of pain. The patient mentioned that the pain was not like the pain prior to the implant. The stim just didn't cover the pain like it had in the 1st week after implant. Patient went on to say that the potential charging issues were not emphasized to patient prior to implant. Patient was shown how to use the recharger and belt however because the belt didn't work well for patient, they were using the adhesive disc when charging. Patient stated that they were not told about how to turn the dial to try to get more coupling bars, and that when they would stand and have recharger over ins while using the adhesive disc, they would get all 8 coupling bars but then when they sit down the coupling bars would drop to 6, 4 and then 2. During the call, it was reviewed with patient on how to reposition the recharger antenna over the ins and to turn the dial through the 4 positions. It was also reviewed to try getting the coupling bars while they were in the sitting position instead of trying to get them in the standing position, and then changing position to lose the coupling boxes. Patient stated that they didn't feel the coupling issue was due to the recharger but that because patient was not a skinny person, it seemed to be more positional. Patient further reported having new pain at the ins site and right hip. The pain was near the ins site would radiate into the right hip. An x-ray was done of the right hip and they were given cortisone shots on both hips. Patient was told by doctor to keep track of how they felt over the next couple of weeks. The hip pain was worse in the morning. There was also new knee pain in which an x-ray was also done. Patient was not sure if the knee pain was related to the device. Patient was redirected back to the healthcare professional. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that they received information regarding body positions that have made coupling have better function and patient doesn't need to exert so much pressure against the antenna to get good results with the coupling bars. Patient reported everything has improved. The rep suggested seeing a pain management again. Patient plans to do so after in early july. Patient stated they are seeing orthopedic in july; want to see if that pain is what is the cause of increased pain, patient questioned possible hip replacement. The patient stated they appreciated the manufacturer's representative that they spoke with.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that it takes a long time to recharge and indicated they still had back pain since (B)(6) 2017.